Event description:
New information received noted that the patient presented for revision procedure on 12feb2020. The right ventricular lead was revised. Micro perforation was confirmed. The patient was stable post procedure.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for post implant check. Upon review, it was revealed that the right ventricular lead exhibited loss of capture. Xray noted that the right ventricular lead was correctly positioned in the right ventricle. The physician suspected micro perforation. A echocardiogram (echo) was ordered and the patient was scheduled for a revision procedure. The patient was stable.